Event description:
It was reported that a customer's device had a cracked or shattered touchscreen and the screen remained black. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.